Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced the high blood glucose and the insulin pump had no delivery alarm. The customer¿s blood glucose was 400 mg/dl. Troubleshooting was not performed high blood glucose. The troubleshooting was performed no delivery alarm and stated that the insulin exited. The product will not be returned for analysis.